Event description:
It was reported that the 8800 system's column lift would not go up and down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the right fast stop switch. The system operates as intended.